Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 alarm that appeared on the home choice (hc) during dwell 3 of 4. Gts recycled the power to clear the alarm and explained the alarm. The hp would finish with manual supplies. The caller would call the registered nurse (rn) regarding the air detect alarm and being connected. There was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the home patient (hp), the hp stated, he had no idea how air got into the line. He did not notice anything unusual with the supplies. He finished therapy using manual supplies that night and notified his registered nurse (rn). The hp stated that everything had been fine since he had the alarm. No patient injury or medical intervention was reported.